Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected model 4196 date dev. MFR. Evaluation summary (B)(4) upon analysis it was reported that there were no anomalies found and there was blood/fluid on the distal conductor (non-obstructing). The full lead was returned for analysis. Evaluation summary (B)(4) upon analysis it was reported that there was blood/fluid on all conductors (non-obstructing) and there was blood/fluid on the distal conductor (non-obstructing). The full lead was returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis it was reported that there were no anomalies found and there was blood/fluid on the distal conductor (non-obstructing). The full lead was returned for analysis. Evaluation summary (B)(4) upon analysis it was reported that there was blood/fluid on all conductors (non-obstructing) and there was blood/fluid on the distal conductor (non-obstructing). The full lead was returned for analysis.

Event description:
It was reported that during the implant attempt there was difficulty positioning/fixing two leads in the left ventricular vein. Neither lead was implanted. No patient complications were reported as a result of this event.